Event description:
The pt stated that she had experienced occlusions in her infusion set tubing on multiple occasions. The customer stated that she observed the e4 (occlusion) error code displayed on her infusion device on multiple occasions. She reported a high blood glucose range of 20-30mmol/l (360-540mg/dl) on occasions when the error code was observed. She reported a normal blood glucose range of 5-12mmol/l (90-216mg/dl). She stated that, following each occurrence, she replaced her infusion set tubing and administered a bolus of insulin to reduce her blood glucose level. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.